Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
Report 10 of 28. This complaint is as a result of clinical data obtained. No patient demographics, fracture type, or follow-up data were reported. Furthermore, it was not indicated which acu-loc wrist spanning was used for fixation, but acumed wrist spanning plates and instrumentation were used for this data set. In total, 28 acu-loc wrist spanning plates were used for the treatment of distal radius fractures. Four revisions were performed for 1) need for revision and debridement, 2) extensor tenolysis of epl, edc to middle and index finger, 3) repair of non-union with autograft, and 4) repair of non-union with volar plate and iliac crest autograft. In total, 4 non-unions occurred, yielding a union rate of 85.7% (24/28). Two (2) intraoperative complications were noted for a single patient that had a nerve and tendon injury. Postoperative complications included median nerve issue (n=2), superficial infection (n=2), deep infection (n=1), wound dehiscence (n=1), painful scar (n=1), wrist stiffness (n=5), finger stiffness (n=6), loss of sensation to fingertips (n=1), and subluxation of the carpus (n=1). No hardware complications occurred for any procedure. The following complications were reported: 1) four nonunions, 2) two median nerve issues, 3) 2 superficial infections, 4) 1 deep infection, 5) 1 wound dehiscence, 6) 1 painful scar, 7) five wrist stiffness, 8) 6 finger stiffness, 9) 1 loss of sensation in fingertips, 10) 1 subluxation of the carpus, 11) four needed revision surgery. There are twenty-eight (28) related reports: 3025141-2023-00546 through 3025141-2023-00573.